Event description:
It was reported that customer experienced scan error when attempting to return pump to home screen and was unable to start sensor session until phone was restarted. There was no reported it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.